Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a procedure, the leadless pacemaker (lp) was unable to be attach to the retrieval catheter and was unable to be explanted. The lp remains implanted, reprogrammed inactive and was replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.